Event description:
It was report that a loss of capture was observed due to a perforation confirmed by x-ray. The lead was explanted when repositioning was unsuccessfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and was found to be within specification. The damage found was sustained during the surgical procedure.